Event description:
During the embolization of an aneurysm in the posterior communicating artery, a coil was observed to prolapse into the parent vessel. The physician did not consider this a device malfunction. There was no reported pt complications and the pt was assessed by modified rankin scale as "0" pre and post procedure.